Event description:
Customer reports pt experienced an increase in bilirubin levels after receiving tpn solution that was compounded using this automix compounder. The medwatch report received from the customer indicates the pt has been receiving tpn since birth. The homecare pharmacy began to dispense home tpn in december, 2003. Their liver function tests were slightly elevated from start of homecare. Pt's liver function tests have increased since april, 2004.